Event description:
It was reported that during a holmium laser enucleation of prostate (holep) procedure, the fiber was found to be fractured. The procedure was completed with another fiber. There were no patient complications reported.

Event description:
It was reported that during a holmium laser enucleation of prostate (holep) procedure, the fiber fractured, the procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received was broken into three pieces. The glass tip degraded and burned marks were noted in the fiber jacket. During functional testing of the subminiature version a (sma) connector did not have defects. During functional tested treatments used 1. Treatments left 9 was displayed. The instructions for use (IFU) states that "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.". The complaint against the fiber was confirmed. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.